Event description:
It was reported that the pace/sense portion of the high voltage lead was abandoned due to rising impedance that triggered a patient alert for high impedance, greater than 2000 ohms. A new pace/sense lead was implanted and the high voltage portion of the lead remains active. High voltage impedances were stable with only a slight increase in threshold. No patient complications were reported as a result of this event.